Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown and customer was unable to turn it back on. Blood glucose was 504 mg/dl and the customer went to the emergency room (ER) and was admitted to the hospital for diabetic ketoacidosis (dka). Customer was treated with intravenous insulin. Customer was discharged on (B)(6) 2019 in good health. Bg was at ¿target¿ level. Customer had manual injections for backup therapy. Contact did not provide further information regarding the pump shutdown and a pump system check was unable to be performed by tandem technical support (cts) as the customer/pump were not with the contact at the time of the report. Upon follow up, customer reported that the cause of the event was due to the charging cable. No additional information was provided regarding the cable.